Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer will change the cartridge or revert to an alternate method of insulin delivery to address the issue. There was no adverse impact to customer¿s blood glucose level.